Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the surgeon was ready to install the implant and he found a gap between the implant and the base, the implant wouldn't fit. The product was not a smooth plane. The operation was extended about 1 hour, and increased risk of infection.